Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the network connector was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: pn: 9680152, UDI: unk, ln: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could not connect to the navigation system. Navigation was aborted causing less than an hour delay in the case. No impact on patient outcome.